Event description:
The pt's friend called to report the incident to the MFR. The suspect device was used on event date at 5:15am and a result of 168 mg/dl was obtained. The suspect device was used again at 6:20am and the result was 368 mg/dl. The pt was experiencing an insulin reaction according to the reporter. Meds were taken six hours prior to event. On the next day, pt's friend used the suspect device on pt while asleep and the result was 358 mg/dl. Forty minutes later the friend called the paramedics. The emt's used their own meter and obtained a reading of 20 mg/dl. Pt was given an IV and transported to the hospital. The reporter did not have the test strip catalog number, lot number or expiration date available. No glucose controls were used on the suspect device. The suspect was replaced and authorized for return to the MFR for evaluation.